Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. (B)(4) applies to the pump and the catheter. (B)(4) applies to the pump. (B)(4) applies to the catheter. (B)(4) applies to the pump and the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl with an unknown dose and concentration via an implantable pump for non-malignant pain it was reported the patient had back surgery and the catheter needed to be taken out because it was in the way of doing the back surgery. The healthcare professional (hcp) told the patient the catheter was not functioning properly from the surgery when it was discovered. Back surgery and catheter removal were performed. The pump remains in the patient, and it does not have any medication in it anymore and has not had any medication in it, and was the cause of the alarm. It was noted that the pump was not functioning and the patient was taking oral medication for pain management. The pump was implanted for back and neck problems. After the back surgery the pump no longer had medication and because of that has been alarming and is still alarming. The patient went to hcp office for consolation regarding epidural injections and it was recommended to have the pump turned off/silenced. It was noted that the alarm was consistent with synchromed alarms. The patient was to follow up with hcp and noted getting the pump removed in the future. The patient is on oral pain pill prescriptions. Event date was noted as (B)(6) 2016. No further complications were reported/anticipated.